Event description:
It was reported the pt had met with the physician for an injection, and he had pain in his thigh, and weakness in the legs. The pt had high settings with the amplitude of the scs system. It was reported the pt had fallen a few times due to the weakness. The sjm rep reprogrammed the pt. At the f/u appointment, it was reported the pt continued to have pain in the thighs, and the reprogramming had not resolved the issue. The physician was to try different intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.